Manufacturer narrative:
Device information for the implanted gore excluder bifurcated endoprosthesis was not available; therefore, a review of the manufacturing records could not be conducted. Results: as a review of the manufacturing records could not be conducted, no results could be obtained. Conclusions: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
In 2003, the patient was implanted with the gore excluder bifurcated endoprosthesis. Images from 2009 showed aneurysm enlargement without evidence of an endoleak. Three months later the patient underwent a reintervention to reline the original graft with the gore excluder aaa endoprosthesis. The patient tolerated the procedure.